Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that the vials were filled with unspecified pain medications and were loaded into unspecified patient controlled analgesia (pca) pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that solutions leaked from an unspecified location of the vials. The customer contact reported that the vials were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.